Manufacturer narrative:
Device malfunction: device was removed from the patient.

Event description:
The initial surgery was performed by dr. (B)(6) on (B)(6) 2014. According the product manager in charge of the system, the part was held by a wire form plate and wireform broke in the proximity of the bend. X-ray images of the faulty part were provided. The faulty buttress pin was removed on the (B)(6) 2015. On (B)(6) 2015 surgeon suggests to repeat x-ray in two months, taking plate out sooner and if irritation occurs then proceed in removing the part. Otherwise, waiting for distal radius to heal. In (B)(6) corrective radial osteotomy was done by the surgeon after the patient failed to heal in proper alignment as a result of a previous distal radius fracture. Corrective osteotomy was performed. The surgeon placed a single dorsal buttress pin (wireform) to hold/fix the osteotomy in place. However, it is standard practice that corrective radial osteotomies and/or distal radius fractures fixed with wireforms are also supplemented with additional pin or peg plate fixation in a 90/90 (perpendicular plane) configuration. Without supplemental fixation the buttress pins are subject to excessive loads that can lead to failure prior to healing. Multiple follow-up has been conducted to the surgeon or (B)(6) regarding this incident. However, no response was received by trimed - (B)(4) (B)(6) 2016. A response was transmitted by (B)(6) to trimed regarding critical information regarding the incident. - (B)(4) (B)(6) 2016